Manufacturer narrative:
Continuation of d10: product ID: 37651, serial# (B)(6), product type: recharger. Product ID: 37761, serial# (B)(6), product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(6). Analysis was performed on product ID: 37761, serial/lot #: (B)(6). Analysis found that the cable assembly connector pin was bent. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The caller had a damaged and frayed desktop charger cord (37761). As a result, the recharger was not charging properly. An email was sent to repair to replace the desktop charger. No symptoms reported. Additional information received from the consumer reported they received the replacement desktop charger, but the recharger still w ouldn¿t take a charge as the recharger showed the ¿charge your recharger¿ screen when plugged into the desktop charger. It was confirmed the power indicator light on the ac power supply was solid green. The patient was going to transition to a wireless recharger.